Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the attachment for broach handle broke.

Manufacturer narrative:
An event regarding damage involving a quick connect handle was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the event could not be confirmed because the device was not returned. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the attachment for broach handle broke.